Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11. A getinge field service engineer (fse) was able to reproduce the reported issue. Fse found loose connector and in order to fix the issue fse tighten connector. Full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic error. There was no patient involvement

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.